Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately six years ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that the patient presented with leg pain. The patient went to the hospital and a left limb occlusion was discovered. The physicians determined that a left leg needed to be amputated and a fem-fem bypass was performed. It was also discovered that the stent graft was infected and tested positive for salmonella. (B)(6) months prior a gi culture had tested positive for salmonella. The physician commented that the infection caused the stent graft occlusion and that the infection was not related to the stent graft or procedure. The stent graft will be explanted and an ax-fem bypass will be performed. The stent graft was not returned for evaluation. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (infection, removal of implant, surgical conversion), patient's condition affected effectiveness of device (prior a gi culture had tested positive for salmonella). Conclusion: device failure/lack of effectiveness related to patient condition (prior a gi culture had tested positive for salmonella).